Manufacturer narrative:
Section b2 corrected. Section h6 health effect - impact code 4641 - unexpected medical intervention added. Section h6 medical device problem code 2993 - adverse event without identified device or use problem added. Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The suspected outflow graft thrombus could not be confirmed through this evaluation. Additionally, the reported low flow alarms were confirmed through the onsite evaluation by an abbott technical service representative. Although a specific cause for the reported low flows could not be conclusively determined through this investigation, the account reported the alarms were possibly due to right ventricular failure (rvf). Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the account. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction," lists adverse events, including right heart failure and thrombosis, that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 6 of the IFU, ¿patient care and management¿, (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the center was requesting 2.0 low flow controller upgrade for asymptomatic low flow alarms. The cause of the low flows was possibly right ventricular failure or a possible shift of the inflow cannula. Right heart failure did not exist pre-left ventricular assist device (lvad) implant. A device related issue did not cause or contribute to right heart failure. The patient exhibited dyspnea on exertion, edema, fatigue. The patient's medication was adjusted. The patient is on a possible list for transplant. Pump malposition was not confirmed, the lvad was in the expected position. Trace wall adherent thrombus was seen in the outflow portion of the lvad. Computerized tomography (CT) images could not be provided.